Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Health insurance has informed stryker that one of their members, a woman, suffered a medical accident on (B)(6) 2010. Health insurance paid for this accident. The patient had a right hip prosthesis stryker abgii. This prosthesis was withdrawn from the market at the end of 2012 because of the risks incurred by patients. A declaration was made by the victim. In (B)(6) 2019, the patient was suffering from unbearable pain and her tests were no longer within the norms. The patient therefore had to undergo a change of hip prosthesis in (B)(6) 2020.